Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas confirmed the report of pump thrombosis. The pump was returned assembled with the driveline severed approximately 9¿ from the pump housing. The remainder of the driveline was returned in a segment measuring approximately 29¿. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned unattached from the pump¿s outlet port and disassembled. The sealed outflow graft bend relief collar was also returned unattached from the device. Ring-like thrombus formations were observed surrounding the inlet bearing cup and the inlet bearing ball, partially obstructing the flow of blood. The similarity in size and structure of these formations suggest that they formed as one thrombus and were pulled apart during disassembly. The laminated structure of this thrombus formation and the observed areas of denaturation indicate that it likely formed over an indeterminate duration while the device was supporting the patient. A direct cause for the development of this formation and a duration for which it was present within the pump could not be determined through this evaluation. The remainder of the blood contacting surfaces of the pump did not reveal any additional depositions or thrombus formations that would have contributed to a flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file to this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the heartmate2 device was explanted on (B)(6) 2019 due to thrombus and explanted device was to be returned. Patient was implanted with a heartmate3 mechanical circulatory support device.